Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The caller stated that the insulin pump kept alarming no delivery for the past week. The customer mentioned that she changed the infusion set and she still has the same issue. Advised the caller to change the reservoir and infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.